Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/61 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: six months clinical outcome comparison between quadripolar and bipolar left ventricular leads in cardiac resynchronization therapy: a prospective, non-randomized, single-centre observational study. Indian pacing and electrophysiology journal. 2021; 21(3):162-168. Doi.org/10.1016/j.ipej.2021.02.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this left ventricular (lv) lead. The article reports patients who experienced device related local site infections and heart failure hospitalizations. There were leads which caused phrenic nerve stimulation which was eliminated either by reprogramming or turning off the lead and lead dislodgements and non-capture which were solved by lead revision. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.